Event description:
It was reported that the event occured during preparation of use of a diagnostic procedure and the procedure was completed using a similar device. There was no delay to the procedure and no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found: damage to the connector push bar and the socket showed signs of wear and corrosion. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that b30 occurred due to a communication failure caused by a failure of the locking mechanism of the output connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video system center was displaying a b30 communication error. The issue was found during preparation for use in an unidentified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.